Manufacturer narrative:
The 3f vascu-line was returned for evaluation in two pieces. The extension tubing had been cut, possibly during removal. As the device extension was cut, it could not be checked by flushing. The lumen was inspected under magnification it was noted that the lumen had a "v" sliced approximately 10 cm from the hub. The slice appears to have been made by a sharp instrument. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings and precautions: *do not use sharp instruments near the extension lines or tubing. *examine catheter lumens and extensions before and after each treatment for damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had broviac line insertion during the day on (B)(6). Was painful during flush and insertion of tpn. Patient also developed induration and redness around insertion site. Start to use line at 22h00 and stopped all infusion at 22h20.